Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort and difficulty ambulating. Update received (B)(4) 2014 - the complaint has been updated because it was reported that the patient's right hip was revised on (B)(6) 2014 to address a cobalt level of 7.8ppb. Also, there appeared to be corrosion and fretting at the head/trunion. Part/lot information has been identified, as well as the patient's age, height, and weight.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.